Manufacturer narrative:
The customer reported complaint of the keypad being replaced due to the device not powering on was evaluated. The keypad was confirmed to have a faulty system on key and a nonfunctioning ac indicator light. Physical inspection noted the keypad was found with signs of fluid ingress where the flex cable meets the circuit layer. During external inspection, the keypad was in good condition with no issues observed. The front case keypads were connected to the cad pcu test fixture for functional testing. Test results identified that the ac indicator light did not illuminate on the keypad after plugging in the power cord and the system on key did not function. All other keys on the keypad were functioning as intended. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 09/27/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/22/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed (no production failure records / or state number of production failure records indicated) were opened for the source device. H3 other text : only a keypad was provided for investigation.

Event description:
It was reported that the pcu was unable to power on. The customer confirmed that there was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the pcu was unable to power on. The customer confirmed that there was no patient involvement.